Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivery history was inaccurate. Pump data was reviewed by tandem technical support. During troubleshooting, the customer reported returning from europe a few days prior and that she had adjusted the time settings. Tandem technical support informed the customer that the time difference may have led to the issue noted in the pump delivery summary (n/a for 7 days). Customer agreed and required no further assistance. There was no adverse impact to the customer's blood glucose levels.